Event description:
It was reported that a physician that is in-training, attempted arteriotomy closure using a starclose vascular closure system after an intervention procedure. The vessel locator button did not reset completely and the vessel locator wings did not collapse completely. It was reported that the clip was in place however, force was required to remove the device. The puncture site was closed and hemostasis achieved. Upon removal, it was noticed that the vessel locator wings were not completely collapsed. There were no patient effects. No additional information was available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.